Event description:
A report was received that the patient was having lead entry infection. Symptoms of headache, fever, pus and surgical sight were noted. It was also reported that the infection was not device related and procedure related. The patient was placed on antibiotics and reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was having lead entry infection. Symptoms of headache, fever, pus and surgical sight were noted. It was also reported that the infection was not device related and procedure related. The patient was placed on antibiotics and reportedly doing well.